Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Review of device memory confirmed the reported out of range measurements. An electrode connector was able to be successfully inserted into the device header without complication. The setscrew was verified to hold the connector in place when tightened. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD), and the chronic electrode, exhibited high out of range shock impedance measurements. Oversensing had also been observed. This s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD), and the chronic electrode, exhibited high out of range shock impedance measurements. Oversensing had also been observed. This s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported.